Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump was not working and observed water inside the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and fluid was present in pump. The home screen didn't appear on the display after troubleshooting. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump powered up properly after battery installation. Pump passed the self test, sleep current measurement and active current measurement. Pump was monitored and no blank display noted. Successfully downloaded pump traces and history file using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further review of the formatted history file 1 week prior to the event date of 18-mar-2025, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 08:26:00.000. Replace battery alert was found on: (B)(6) 2025 17:57:00.000. Replace battery now alarm was found on: (B)(6) 2025 18:28:00.000 & (B)(6) 2025 18:38:00.000. Upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1 and pcba 2. No evidence of physical or moisture damage on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked case and a scratched case. The pump passed all the required testing. Customer alleged for blank display was not confirmed. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.